Event description:
Additional information was received indicating that a lead revision procedure was scheduled. During the revision procedure, the system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert due to over current detection (ocd) and shorted output stage detection (sosd). There was also an episode of ventricular fibrillation (vf), however, the therapy was not delivered due to low impedance on the right ventricular (rv) channel. A replacement procedure for the rv lead and the device is anticipated. Further information was requested but was not available.